Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. The patient's underlying heart rhythm was within a normal range. Noise with auto mode switching was observed on the atrial lead. The noise was not reproducible with isometric testing. Programming changes to decrease sensitivity were made. The patient was stable.